Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The complaint was investigated based on the user's data available on data management system. Although the complaint was not confirmed, there are a few evidence that the sensor's performance was indeed deteriorating around the period of the complaint, which triggered failsafe measures in the system. The potential root cause couldn't be determined due to the unavailability of more in vivo data. As a result, the sensor was requested to be returned for further evaluation. Even through the return material authorization (RMA) was authorized, it was never received. Hence, no further investigation was possible for this complaint.

Event description:
On december 7, 2021, senseonics was made aware of a hyperglycemia event due to sensor inaccuracy. The patient reported that the event occurred on (B)(6) 2021 but did not provide any time. The blood glucose (bg) value was 232 mg/dl whereas sensor glucose (sg) value was 200 mg/dl. The patient did not receive high glucose alerts since the sg value did not cross the high alert threshold that was set at 215 mg/dl. The patient was symptomatic (headache) but was able to resolve the issue with insulin and did not require any medical assistance.